Event description:
During implant, when pulling the tunneler out of the area that was tunneled, a blood vessel was nicked causing a bleed. Surgeon applied pressure to stop the bleeding. This resolved the issue.